Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 600 mg/dl. The customer stated they had not yet treated the high blood glucose. The customer was advised on how to bolus manually and to speak with their health care professional. The customer also reported that they took the reservoir out of the insulin pump then set everything back up and then the insulin pump was saying they had an active insulin of 17 units but they did not get any of that. The device will not be returned for analysis.